Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Unk- impaction instruments: trauma was received at us cq. Upon visual inspection at cq, it is observed that the broken tip of the unknown device was received stuck in hybrid insertion handle. The rest of the device was not received ta cq. Thus, the complaint is confirmed. Dimensional inspection cannot be performed with the received condition of the device. A visual inspection, and document/specification review were performed as part of this investigation. The broken tip of the unknown device was received stuck in hybrid insertion handle. Thus, the complaint is confirmed. While a definitive root cause could not be identified, it is possible that off-axis strike might have contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown trauma impaction instrument. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection on an unknown date, an unknown driving cap was not threading into a hybrid insertion handle due to a broken tip of an unknown driving cap that was stuck in the far threads of the insertion handle. There was no patient involvement. Concomitant device: unk - impaction instruments: trauma (part# unknown, lot# unknown, quantity# 1). Hybrid insertion handle (part# 03.037.011, lot# 9729403, quantity# 1). This complaint involves one (1) device. This report is for one (1) unk - impaction instruments: trauma. This is report is 1 of 1 for (B)(4).